Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2019-04323. It was reported that patient experienced a fall. X-rays revealed that leads migrated. As a result, patient underwent surgical intervention where in the both leads were explanted and replaced. Therapy restored post-op.

Event description:
Related manufacturer reference number: 3006705815-2019-04356.